Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing after movement related noise causing sensing to be come more aggressive. It was noted that the signal morphology was wider and t-waves were bigger compared to other presenting electrograms. The s-ICD was reprogrammed from the secondary sensing vector to the primary and remains in service. No adverse patient effects were reported.